Event description:
As reported by the (B)(6) for sfa study, 50-99% in-stent restenosis was found in the placed stent at an unknown date. At an unknown date, the patient expired due to exacerbation of pulmonary emphysema and chronic heart failure. The rate of stenosis was unknown. The patient had a smart stent and smart control stent placed in right superficial femoral artery without any issue at the time of the index procedure (pta). The rate of stenosis was unknown.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and are associated manufacturer report numbers: 9616099-2014-00650 & 9616099-2014-00651. Additional information was provided and revealed that the report of death was misinformation. The patient is alive. The restenosis occurred in the implanted stents. Poba/tlr was provided as treatment. The patient is currently ¿fine.¿ the percentage of restenosis is unknown. The patient¿s admitting diagnosis was peripheral arterial disease (pad). His medical history is unknown. Both stents were implanted in the sfa in an overlapped fashion. There was no possibility of dissection. No distal disease was left untreated. ¿healthy tissue to healthy tissue¿ was covered by the stents. The stents were not post-dilated. The residual % stenosis after stent implantation was 0%. The patient¿s discharge status was ¿fine.¿ the patient¿s post-procedure regime of antiplatelet therapy consisted of aspirin and clopidogrel. The patient was compliant with the antiplatelet therapy. No further information is available. The event date given was for the date tlr was conducted for the restenosis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Initial reporter phone: (B)(6). The date of restenosis and the death was reported as unknown, however, the event date was entered as (B)(6) 2014. Clarification has been requested. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers: 9616099-2014-00650 & 9616099-2014-00651. This device is not available for testing and evaluation as it remains implanted. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and are associated manufacturer report numbers: 9616099-2014-00650 & 9616099-2014-00651. (B)(4).

Manufacturer narrative:
This is one of two products involved with the reported adverse event and are associated manufacturer report numbers: 9616099-2014-00650 & 9616099-2014-00651. Complaint conclusion: as reported by the (B)(4) smart pms for sfa study, 50-99% in-stent restenosis was found in the placed stents at an unknown date. The rate of stenosis was unknown. Poba/tlr was provided as treatment. The patient is currently ¿fine.¿ the (B)(6) year-old male with an admitting diagnosis of peripheral arterial disease (pad) patient had a smart stent and smart control stent placed in right superficial femoral artery without any issue at the time of the index procedure (pta). The rate of stenosis was unknown. Both stents were implanted in the sfa in an overlapped fashion. There was no possibility of dissection. No distal disease was left untreated. ¿healthy tissue to healthy tissue¿ was covered by the stents. The stents were not post-dilated. The residual % stenosis after stent implantation was 0%. The patient was compliant with the antiplatelet therapy. The complaint product was not returned for analysis as the device remains implanted. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.